Manufacturer narrative:
The customer spoke with the remote support engineer (rse) who attempted to get strips and log files. The alarm history for this patient has already been cleared in the system and they do not have all of the information from the clinical audit trail available and there are no strips showing the patients rhythm.

Event description:
The customer reported that the system mis-interpreted an asystole alarm as ventricular strokes. The device was in clinical use at the time. The patient had a 6.5 seconds asystole event but was not harmed and did not require urgent medical intervention.